Manufacturer narrative:
Additional information received on april 01, 2024 indicated that the patient will have mastopexy and bilateral replacements with unspecified implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 30, 2024 indicated that the patient also experienced right sided capsular contracture unknown grade, and rupture was symptomatic. As a result, patient also underwent open capsulotomy with partial capsulectomy on the right side, bilateral subpectoral implant exchanges to smallest silicone implants, and bilateral vertical mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 06, 2024: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor memorygel, 500cc silicone, breast implant experienced right-sided silent rupture postoperative. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 07, 2024 indicated that the patient scheduled for removal on (B)(6) 2024. Reason for device explant and/or reoperation: silent rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).